Event description:
It was reported that 8 syringe 0.3ml 31ga 8mm 10bag 500 pl/wg experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported needle hub separated when removing shield 8 syringes affected. Lot: 9324122. Catalog: 928858. Date of event: unknown.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9324122 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 8 syringe 0.3ml 31ga 8mm 10bag 500 pl/wg experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported needle hub separated when removing shield 8 syringes affected. Lot: 9324122. Catalog: 928858. Date of event: unknown.